Manufacturer narrative:
Note - this issue was logged into a system used for customer implementation notes but did not have an accompanying product complaint opened for it. This was identified during continuous improvement activities. An internal CAPA was opened to address process gaps. One of the resulting actions of the CAPA was to perform a retrospective review and submit MDR's as necessary.

Event description:
The following has been reported: while rounding, fresenius kabi implementation services received many complaints from nurses concerning ail alarms as well as set misload. From facility rep: · cath lab - lots of air in line complaints. Even after priming properly, they complain of "microbubbles" coming through the line and are dissatisfied. They prime and use a lot of the IV fluid to work the air through and air comes through the cassette. It is time consuming for them and they expressed great frustration. · micu - complain of "set misloads" and hard to resolve. Delays the patient treatment. They also had critical medication levophed infusing and got a random air-in-line alarm as it was running (patient very dependent on it) and it interrupted care. · blue unit med/surg - air in line alarms could not resolve. They ended up changing tubing and then it was good. · e blue trauma - one nurse complains of so many air in line alarms and I asked her percentage. She said 60% of the time - it happens "out of the blue" for no reason while saline is running. She ends up changing the tubing and changing the pump and is extremely frustrated. · green neuro ICU - frequent air in line alarms, interrupting therapy/care. [Fresenius kabi] has reinforced proper priming (tapping, removing all air) and the air in line troubleshooting. They (customer) also stock the "check valve" piece to help decrease air in line alarms for specific meds that we encourage them to use. No adverse events were reported. No samples were sent for investigation. Fk is submitting a conservative restrospective report based on the repeated air in line (ail) alarms; the root cause has not been able to be identified.